Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a lead insulation failure was suspected due to low impedance measurement. The lead was reported to be repositioned or replaced. Follow up was performed but no information was received as to which action was taken. No patient complications have been reported as a result of this event.